Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of the pipeline flex with shield technology stent (ped2) did not open, after trying multiple times to resheath and redeploy. The pipeline was resheathed and removed with the microcatheter, and another pipeline device (ped2) was deployed to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, saccular, right internal carotid artery (ica) ophthalmic segment aneurysm with a max diameter of 7 mm and a 4.60 mm neck diameter. The landing zone arterial diameter was 3.70 mm distally and 4.70 mm proximally. It was noted the patient's vessel tortuosity was normal. It is unknown if dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as "as same as previous". The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The distal end of the pipeline was positioned in a bend and had been deployed more than 50% when it failed to open. The pipeline was resheathed more than 2 times. Ancillary devices included phenom 27 microcatheter.

Manufacturer narrative:
E1: updated with phone number h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. No causes or contributing factors for the stent failure to open were identified. Another pipeline was deployed using the same phenom catheter.